Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was glass breakage during use. The following information was provided by the initial reporter. The customer stated: "a laboratory we work with had an accident with these tubes which shattered inside the centrifuge, spilling the contents of blood and separation gel inside the adapters that contained the tubes." There was no report of injury or exposure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.